Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with 170 units of insulin. Reportedly, the insulin gauge showed 0 units of insulin. Then, the customer received a minimum fill message and was unable to complete the load process. The customer's blood glucose level was 218 mg/dl. The customer was unable to complete troubleshooting as the customer did not have insulin to load a new cartridge. The following day, the customer reported being able to load a new cartridge successfully onto the pump and the insulin gauge was displaying an accurate amount of insulin.